Event description:
A zoll patient service representative (psr) contacted zoll customer support to report that a (B)(6) female patient's charger was continually displaying and "insert battery" message whether or not a battery pack was inserted. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem / does not charge batteries) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.